Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. No visual abnormalities were noted with both devices. Functional testing was performed which included actuating the handle. The handle was actuated and it was fired down on test media. Both instruments made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing. Both of the units were disassembled and damage was noted to the spur gear. In addition, after unloading the reloads, disrupted timing was noted on both of the units and microscopic inspection revealed scratches on both dlus. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair procedure, while on the mesh fixation, the device was working and then started making that horrible crunching noise and stopped working. There was no patient injury.